Event description:
A nurse was administering an IV push of doxorubicin using a 35ml equashield syringe. When she pulled back on the syringe some of the solution leaked back behind the stopper. Fortunately equashield is a closed system and so no doxorubicin leak occurred.